Event description:
The reporter stated that reporter did back to back (rapid succession) blood glucose tests, using separate finger sticks. Reporter's reported results were 124 and 45 mg/dl. Reporter did not have any symptoms. A control solution test of 113 mg/dl was in range. The reporter described incorrect testing technique, but no details were given in the report. Follow up attempts to contact the reporter for additional info have not been successful.